Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient indicated that the ins is no longer working for the past month or two; they were actively using until a month ago. It was noted that it was going to be replaced but hasn't happened yet. There were no patient complications reported as a result of this event.